Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (400 mg/dl) and low blood glucose (value not provided). Correction boluses were delivered via the pump to address elevated blood glucose. Method of treatment for low blood glucose was not provided. Reportedly, customer was hospitalized after a car accident related to elevated blood glucose. Although requested, customer did not provide specific information regarding the event and did not respond to multiple attempts by tandem technical support to obtain additional information.